Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had bad bearings was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device was loose and fell apart. The device also failed pretests for visual assessment. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the attachment device had bad bearings. During in-house engineering evaluation, it was determined that the device fell apart and was loose. The device also failed the visual assessment during pretest. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.